Manufacturer narrative:
Conclusion - evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that during an examination conducted at the user facility, the device was experiencing overheating. No patient involvement, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during an examination conducted at the user facility the device was experiencing overheating. No patient involvement, no medical intervention and no adverse consequences were reported with this event